Manufacturer narrative:
Concomitant medical product: 100 ml baxter bag lot p389750 exp aug 20 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the chemotherapeutic agent dacogen was noted to be leaking from an unidentified location. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing was leaking from an unidentified location was not confirmed. Functional testing was performed by spiking one lab primary set to a lab IV bag filled with water and attaching the secondary set model to the primary set¿s smartsite injection port near the check valve. The secondary set was spiked to one lab IV bag filled with bleach water to reprime and decontaminate the set. The secondary set reprimed successfully via gravity and no leaks or anomalies were observed at the connections or throughout the set. The sets were loaded into a lab pump module and programmed for a secondary infusion. An infusion rate was not provided from the customer therefore the secondary infusion was programmed at a rate of 125ml/h and vtbi 125ml. The infusion completed with no alarms or issues. The set was pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. No leaks were observed. The root cause was not identified.

Event description:
It was reported that the chemotherapeutic agent dacogen was noted to be leaking from an unidentified location. There was no harm.